Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that the patient was in severe respiratory distress when the patient was placed on the nkv-330 ventilator. The patients respiratory demand caused the nkv-330 to pull in additional flow via the internal turbine causing the ''low fio2'' alarm to occur. The respiratory therapist reported that the ventilator continued to ventilate the patient after the alarm was triggered. The patient was placed on another non-invasive device. The respiratory therapist tried to perform an o2 sensor calibration check on the nkv-330 ventilator and the ventilator displayed a technical fault 00005 alarm. The hospital is unable to provide any patient demographics.